Event description:
The patient reported that the device stopped working. The device was not helping with symptom. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated. Information omitted pertained to related pe (B)(4) revision/lead migration.